Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot 13679 and the data files were returned and analyzed. The data files showed at least four applications were performed with the returned balloon catheter without any issue on the reported date of the event. Visual inspection of the balloon catheter showed there was blood inside the inner balloon. The catheter failed the performance test due to system notice (B)(4) (indicating that the safety system detected fluid in the catheter and stopped the injection) right after connecting to the console. Dissection and pressure tests showed a leak at the guide wire lumen of the catheter out of the balloon segment at 2.46 inches from the tip. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen twist and breach.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.